Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps instrument had a broken cable. It was further reported that instrument also sparked. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with customer care specialist and received the following additional information : the 8 mm fenestrated bipolar forceps instrument was inspected prior to use with nothing out of ordinary to be observed. The instrument was found to have a broken wire after arcing event occurred. Surgeon had activated bipolar energy and was attempting to grasp tissue(s) when arcing event occurred. The instrument was connected properly. Surgeon was using an integrated electrosurgical unit (iesu) erbe generator. It was stated that monopolar curved scissors (mcs) instrument was being used along with the reported instrument when arcing event occurred. The reported instrument's tip(s) did not collide with other instrument or tool during procedure. The instrument tip(s) were not in contact with tissue when arcing occurred. The instrument tip(s) did not touch any staples, clips or sutures while being energized. The jaws were neither immersed in liquid nor contaminated by carbonized tissue (bio debris) prior to energy activation. According to surgeon, the reported arcing event occurred as a result of wire breakage. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument is available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.